Event description:
Procedure type: inguinal hernia repair; patient gender: unk. According to the reporter: the tip of the balloon fell off. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported. No further information could be obtained.

Manufacturer narrative:
.